Event description:
The lead appeared to be a subclavian rub. The lead was capped and replaced.

Event description:
It was reported that there was twave oversensing on the right ventricular (rv) lead. The rv lead parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.